Event description:
During an angioplasty procedure of a lesion located in the right external iliac artery, this balloon ruptured at 6 atmospheres. The patient is a male. The vessel was calcified. The product was properly inspected and prepped prior to use. The physician used a right femoral approach to access the patient. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with a balloon. After the balloon burst, the physician carefully removed the balloon from the patient and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.